Event description:
It was reported that the lead exhibited loss of capture. The lead impedance was 15- ohm. The lead remained implanted at the time of initial report but info was later rec'd that the lead has been explanted.